Event description:
During a periodic review of the FDA maude database, the MFR obtained info in medwatch form (B) (4). That report states the pt received her scs system in 2007. It was reported that postoperatively once she went home her legs started shaking and she experienced severe pain. The pt reported that when she attempted to use her stimulator on a low setting, she experienced a shocking sensation. It was reported that the ipg was removed. The ipg was not returned to the MFR for eval. F/u with the pt's physician did not confirm the reported event. No further info is available.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.